Manufacturer narrative:
Additional information received from the initial reporter on 10 june 2016 and includes: the analyses didn't show any pathology, even the sonification test didn't show anything. Everybody concludes of a huge hematoma. The liner for sure was replaced. I suppose that they also changed the head. Batch reviews performed on 13 june 2016. (B)(4).

Event description:
Exchange of the liner because of infection. The implants won't be available for investigation.